Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the needle broke off the suture. It was stated that the needle was not sewed on properly. Another suture was used. There was no patient injury.